Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During exchanging the trans-septal puncture sheath for the access sheath a non-bsc wire was used, and was seen present in the laa a few times. As they were getting ready deploy the closure device, a small amount of effusion was noted around the appendage. Upon reviewing the x-ray, it was determined the tip of the wire caused the effusion during the sheath exchange due to the location of the effusion and the location the where wire was seen in the laa. At this time, the effusion was monitored and no change occurred; therefore, no intervention was performed. Patient is in good condition and has been discharged home.